Event description:
The patient experienced a loss of therapeutic effect. She was in a motor vehicle accident last (B)(6) and since then she has been vomiting with increasing frequency. She has been hospitalized since early (B)(6). Prior to the accident, the ins was at the lowest setting with no vomiting, she was the "poster child". She is now as ill as before implant and has lost a lot of weight. No one would adjust the device. The doctors at the hospital have no idea what to do and the implant doctor would not see her due to no health insurance. No additional follow-up is possible.

Manufacturer narrative:
(B)(4).